Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger, the locking mechanism was stiff stuck, and a damaged motor. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI# (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a worn bearing, a worn seal, worn gear, illegible etching, the locking mechanism was stiff/stuck, a sticky trigger, worn housing, and the motor was damaged and would not run. It was further determined that the device failed pretest for general condition, marking and labeling, check reverse locking mechanism with the oscillating saw attachment, check for sticky trigger, check the air hose coupling, check the function of the device, and check the power with the power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.